Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the complaint device is not being returned, it was retained by the customer, therefore unavailable for a physical evaluation. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. Given that lot number was not provided, the manufacturing record evaluation (mre) review cannot be performed. If the lot number becomes available, the mre review will be performed. Should the device ever be received back in the future, this complaint file will be reopened at that time and an evaluation will be performed and documented. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Brand name, model # MFR site, PMA/510k: this report is for an unknown implant. Part and lot number are unknown. Without the specific part number; the UDI number, 510-k number and manufacturing site name are unknown. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. Device evaluated by MFR,device manufacture date: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
This file is a review of the following journal article: hyun ahn, j., et al (2021) a retrospective comparison of single-bundle anterior cruciate ligament reconstruction with lateral extra-articular tenodesis with double-bundle anterior cruciate ligament reconstruction. Arthroscopy: the journal of arthroscopic and related surgery, vol. 37, pages 976-984 (south korea). The study emphasizes on the comparison of postoperative objective knee stability and clinical outcomes between double-bundle (db) anterior cruciate ligament reconstruction (aclr) and single-bundle (sb) aclr combined with lateral extra-articular tenodesis (let). The patients evaluated on course of this study: 95 patients. The article describes the following procedure: double-bundle (db) anterior cruciate ligament reconstruction (aclr) and single-bundle (sb) aclr combined with lateral extra-articular tenodesis (let). The devices involved were: unknown mitek bioabsorbable interference screw. Complications described: one case of delayed protrusion of the bioabsorbable interference screw used for femoral fixation in the let (lateral extraarticular tenodesis) procedure was identified at 4 months postoperatively. This case was managed with the removal of the protruded screw and the patient recovered completely.